Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified, however the report noted that patient movement contributed to the event. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon inadvertently implanted the second stent from a trabecular microbypass stent system in the ciliary body band. Reportedly, the surgeon unsuccessfully attempted to remove the malpositioned stent intraoperatively, and therefore the stent was left in place and appeared secure. Per report, a back-up device was used to complete the procedure, and there was no report of patient injury. The report also noted that patient movement contributed to the event. Additional information has been requested.